Manufacturer narrative:
The universal slingbar 450 is a lifting accessory intended for use with liko patient lifts. The account used the slingbar with a non-liko product that is not a patient lift, but a robotic gait training system. The instruction guide for universal slingbars (7en160185) states the slingbar with quick-release hook assembly fits the following liko lift systems: golvo¿ mobile lift, likorall¿ 242 s/es r2r overhead lift, likorall¿ 243 es overhead lift, likorall¿ 250 es overhead lift, multirall¿ uno¿ 102 rev.01 mobile lift, viking¿ mobile lift, likolight¿ mobile lift, liko masterlift 2300 and likorall¿ 242 s/es overhead lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lifting accessory. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the slingbar center bolt broke. The liko slingbar was being used on a non-liko product at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).